Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt "zinging" sensation when she bent her head forward. The sensation was similar to what she felt with coughing and sneezing. No known factors led to the issue. Impedances were checked and 2 contacts were marked as avoid. The contacts were not used in programming. No further complications were reported.